Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The occlusion alarm was found to be due to an infusion set issue. This is not a tandem issue. Issue has been forwarded to the infusion set manufacturer.